Event description:
Customer stated that she has been using her contour meter since november 22nd. Recently, she went to her doctor where he found that her meter was in mmol/l and she had been inerpreting 8.0 mmol/l as 80 mg/dl. She stated that she has not changed her diet or medication based on the low readings. Customer service helped her to change the meter back to mg/dl.